Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at the electronic assembly. The device was unable to verify critical pump error alarm due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that the insulin pump alarmed critical pump error and the insulin pump started going off with a red x on it and an arrow pointing to a book. The patient¿s blood glucose level was 306 mg/dl at the time of the incident. The high blood glucose was corrected and declined troubleshooting for it. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.